Event description:
The patient's generator was received for analysis. Analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications.the internal data of the generator was reviewed and showed pre-explant impedance was within normal limits. No anomalies were identified.

Manufacturer narrative:
H3. Device evaluated by manufacturer?, corrected data: on suppemental MDR 1 code 04 was inadvertently used instead of code 02.

Event description:
The patient reported that she needed her device replaced quickly as she was having increased seizures, including a 30 min grand mal the week prior, and did not know what battery level her generator was at. The manufacturer's battery life calculator based on available programming history did not support battery depletion (predicted 2.5 years remaining until neos-yes). The patient's generator was replaced prophylactically, due to ifi-yes. Impedance was okay prior to replacement. The suspect product has not been received for analysis to date. No further relevant information has been received to date.